Manufacturer narrative:
(B)(4). Gtin: unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, surgery was performed at another hospital regarding burst fractures at l4 and spondylolysis at l5. The expedium lis-viper system was used to fix l2-s. On (B)(6) 2018, re-operation was performed due to spinal canal stenosis at l5-s and loosing of the screw at s. The procedures taken by the surgeon were as follows. All screws (part#: unk) at l2-l4 were removed. The screw (part#: unk) at s was removed due to loosening to replace with new one. Two (2) x set screw (186715000, lot#: 105880) were confirmed to be loosened at l5, so they were removed to replace with new ones. The fixation at l5-s was successfully completed without any delay. The surgeon comments that the correlation was unknown between loosing of the set screws and the patient¿s case (spinal canal stenosis).